Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract procedure, there was intraocular lens (iol) damage. An alternate iol was used to complete the procedure. There was no patient harm.